Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that in the first six months of her insulin pump therapy her blood glucose would increase to over 500 mg/dl at times. The patient would treat by changing her sites and set materials. Troubleshooting was declined for the high blood glucose. The customer's blood glucose would decrease once she treated. No products were returned or replaced.